Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash/ imprints under te pads from garment digging into skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.